Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no exterior abnormalities. Functionally, the handle was placed on a charger and allowed to charge. When the handle was removed from the charger, the unit successfully passed motor test, but the screen did not illuminate. The piezo did not sound either. The device tested satisfactorily on the test fixture. The device was able to rotate and articulate a reload without issues. Analysis of the system logs showed multiple continuous resets which lead to a depleted battery. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. It was reported that the device turned off unexpectedly or experienced intermittent power failures, and the display screen had an irregular output. The reported issues were confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be related to the design. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. The evaluation detected unreported conditions: visual inspection after disassembling the device noted cracks on the oled screen. When the device was powered on, the screen stayed black. After disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. Replication of the damaged oled screen and damaged transistor can occur if the device is dropped. Another unreported condition was identified: during functional testing, a switch was found to be nonfunctional. When the corresponding key was pressed, the handle did not respond. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when the scrub nurse inserted the handle into the power shell and checked the lcd screen of the handle, the device turned on and off repeatedly. The operation was completed using the manual handle. When the sales rep received the handle and checked the lcd screen, the screen was found to shift diagonally. Furthermore, the repeat of the device turning on and off was confirmed. There was no patient involvement the ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. This issue was caused by the design of the rear handle housing interfering with the cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition.